Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER), but they did not provide their actual bg level; cause was not known. The customer mentioned their stay in the ER was 3-4 hours, but exact time is unknown. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.